Event description:
It was reported that tubing of a flo-gard IV solution administration set was sealed near the chamber. There was no patient involvement as this was found before patient use. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not sent in for evaluation; however, a photo of the device was received. Examination of the photograph revealed kinked tubing beneath the chamber which appeared to be completely sealed. The cause of the condition was determined to be a machine or equipment error during the manufacturing process. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.